Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-10194. It was reported that the patient's lead incision wound was slightly opened. Reportedly, there was pus/drainage at the site, along with redness/irritation. As a result, the patient was prescribed antibiotics and had steri-strips placed, which resolved the issue. Patient is stable.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.